Event description:
This ra lead was implanted on ''(B)(6) 206'' and remains implanted at this time. A call was placed to technical services on 07/16/2018 stating that this lead was exhibiting some myopotential oversensing. It was also noted that lead safety switch was 7/5, and an impedance measurement lesser than 200 ohms. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).